Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and the right ventricular (rv) lead exhibited noise on the rv channel which was stored as a ventricular tachycardia (vt) event. Subsequently, the rv pace impedance measurement obtained was low out of range. Boston scientific technical services (ts) discussed possible lead insulation issue and provided programming options to maintain continuous pacing while waiting for a lead revision. An invasive procedure was then performed in which the lead was surgically abandoned and replaced. The device remains in service. No additional adverse patient effects were reported.